Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00793. This report is being submitted as additional information. (B)(4). Approximate age of device ¿ 1 year and 3 months. Manufacturer's investigation conclusion: the reported event of low speed alarms and pump stops was confirmed through the review of the log file submitted by the account. Based on past experience with the hmii lvas and similar reported events, the hazard alarms and pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 14" of driveline was returned for evaluation through work order# 43157. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The account communicated that the patient was placed on an ungrounded cable. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) and no additional complaints have been reported at this time. The hmii lvas IFU addresses all system controller alarms (including low speed and red heart / pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that review of the system controller's log files showed pump stoppages and low speed advisories. An issue was suspected with the percutaneous lead (driveline). The x-rays of the driveline were unremarkable. The pump was connected to an ungrounded patient cable and no further events occurred. On (B)(6) 2018, the manufacturer's technical services performed a distal end percutaneous lead (driveline) replacement with no issues. No further information was provided.